Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a leak on their insulin pump. Customer stated they have changed their infusion set several times, but the leak persisted. Customer also reported condensation inside their insulin pump. Customer stated they had to frequently change their battery. It was also found the customer had to restart their insulin pump for the rewind process to be completed. The customer also had frequent no delivery alarms. Customer's blood glucose was unknown. No additional information provided.